Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump was not delivering. The patient's blood glucose at the time of incident exceeded 500 mg/dl and she had ketones as a result. Troubleshooting was not initiated due to the mother becoming upset and hanging up. No products were shipped or returned.